Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip of the rod, inserter handle of the syndesmosis tightrope® xp, titanium had bent. The button returned was not attached to the tip. The shaft was observed to have abrasion marks. Functional testing was not performed with the button due to damage to the tip of the rod. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-8925t syndesmosis tightrope xp button was not attached to the inserter. The surgeon could not reattach the button on the inserter, as this was noticed during insertion into the bone tunnel. The button was attached by the sutures and never loose in the patient. The case was completed using another r-8925t syndesmosis tightrope xp. This was discovered during a syndesmosis repair procedure on (B)(6) 2024. The case was not delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.